Event description:
It was reported that this lead was explanted due to increased shock impedance approx. 66 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 fragments. Extraction aids were found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed several insulation damages along the lead fragments and exposed conductor cables in the distal region. The conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported increased shock impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.